Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.

Event description:
It was reported, that a patient underwent a revision surgery due to the nail fracturing 8 weeks post op. According to the surgeon, the patient fell.